Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump not getting no delivery alarms. The customer¿s blood glucose was 303 mg/dl, 325 mg/dl and 340 mg/dl. Customer said her insulin pump did not work right because the insulin was not going into the insulin pump right. The insulin pump will not be returned for analysis.